Event description:
Patient called to report "rupture". Healthcare professional later reported ¿lt axilla, several lnes with echodence noise¿, ¿silicone lap¿. ¿lt 9h 0.5cm sized indistinct hypoechoic nodular lesion- r/o postop scar or benign nodule¿, this is for an left side. The device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of lymphadenopathy is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: ¿lt axilla, several lnes with echodence noise¿, ¿silicone lap¿, ¿left side rupture - shell disruption &lumen echodence noise¿.